Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006872 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 5/5 samples passed the test. 5 reference samples were not able to be tested for flow due to the samples were used under special investigation. A batch record review was conducted resulting in the following: the lot 6006872 was manufactured according to the wi version 114 packaging in the line 6, on 14/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 14/jul/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006872, and no other complaint has been registered in database for the same lot, and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and cannula bent event. Blood glucose level was 400 mg/dl at the time of the event. Patient was treated with glucose gel and intravenous (IV) glucose/fluids. The duration of hospitalization for 1 day. No further information was available.